Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after delaying a meal announcement beyond the recommended window, which led the system to deliver a correction and, following the late meal announcement, contributed to a low blood glucose of 61 mg/dl confirmed by fingerstick; the user reported sensor error during the episode and received troubleshooting and education on meal announcement timing. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no medical intervention. Investigation included complaint review and user interview. Investigation of this case revealed user-related timing of meal announcement as the likely contributor to the event. It was concluded that the device functioned as designed and that user interaction contributed to the event.